Event description:
It was reported that the atrial lead was undersensing fibrillation waves when treating for atrial fibrillation. The lead is still in use. The patient was started on medication for the atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.